Event description:
It was reported that there is a suspect bad membrane switch. No patient involvement.

Event description:
It was reported that there is a suspect bad membrane switch. No patient involvement.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned device found a damaged switch label and a faded line cord. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was unable to be confirmed. The membrane switch worked without an issue. Repairs were made to the faded cord line and damaged switch label, and preventive maintenance was performed. No root cause could be determined as the complaint could not be confirmed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information d10, h3 and h6. D4 UDI number, d5 operator of device and e4 initial reporter sent report to FDA are unknown. No product information has been provided to date.